Manufacturer narrative:
Correction: the push/pull cable was also replaced at the time of system checkout. The motor battery charger was returned to the manufacturer for analysis. Investigation was unable to duplicate reported problem. Motor charger board passed output test on fixture. All channels measured within the inspection parameters under each load condition. Charger b no load condition output was noted to by high + 28.30 vdc but still within acceptable range of the inspection parameter. All led's lit. Visual inspection notes leaking capacitors. Installed motor charger board in imaging system and the system readied as expected. Motion and both 2d and 3d imaging were successful. No functional problem or failure found. The cable was discarded on site and battery charger 1 was lost in transit and will not be returned for analysis.

Manufacturer narrative:
The battery charger 1 was returned to the manufacturer for analysis. During testing, battery charger board 1 passed output test on fixture. All channels measured within the inspection parameters under each load condition. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
While on site, the medtronic representative replaced the motion battery charger board as well as the charger board 1 for the imaging system to resolve the reported issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the battery charger on (B)(4) 2017 to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect battery charger has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the battery charger on the imaging system's voltage was found to be out of range. No additional information was provided. There was no patient present when this issue was identified.